Event description:
Additional information was received reporting that resistance occurred in the front end of the catheter. There was no damage observed to the pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section and encountered resistance in the phenom catheter. The patient was undergoing neuro-intervention, blood flow diversion dense mesh stent implantation for treatment of multiple amorphous, unruptured aneurysms located in the ophthalmic artery segment of the right internal carotid artery (ica) with a max diameter of 5 mm, 3 mm and a 3 mm, 2 mm neck diameter. Landing zone: distal: 3.5 mm and proximal 4.5 mm. The accessed vessel was the femoral artery with a diameter of 6 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was in the normal numerical range. The angiographic result post procedure was normal and showed no problems. It was reported that the 6f long sheath was placed at the origin of the right ica, the 6f 115cm silver snake intermediate catheter was pushed to go upper to the cavernous sinus segment, and the phenom27 reached the ipsilateral m2 under the guidance of sychro. Based on the 3d measurement data, the ped2-400-25 stent was selected, fully hydrated and then delivered into place, and everything went smoothly. The tip end of ped2 opened smoothly at m1, pulled back to reach the end of ica, increased tension and then deployed, the tip end opened smoothly and adhered well to the wall. When the middle segment was deployed and reached the ophthalmic artery, the stent became flattened (or may be kink), and it was pushed, pulled and swung repeatedly, increasing and decreasing tension, but the stent still could not be opened. After retrieving, re-deploying, and continuing to repeat the above operations for 20 minutes, there was still no way to open the stent. Finally, the phenom27 and ped2-400-25 were removed from the body as a whole, and when the stent was retrieved, the stent was completely stuck in the phenom27 stent catheter. A new phenom27 was unpacked and a smaller ped2-375-25 stent was selected. This time everything went well and the operation ended successfully. It was reported the pipeline failed to open in the middle section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were additional steps or other devices required to open the pipeline, including increasing and decreasing tension, push and pull swing. The pipeline was removed from the patient by withdrawing as a whole. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f long sheath, 6f 115 cm bridge silver snake intermediate catheter, phenom 27 microcatehter, synchro 0.014 guidewire, coils, liquid embolic, and a hyperform 4-20 balloon .

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227034084); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped2-400-25, lotno:b606044 found the distal and proximal dps restraints intact. The dps sleeves were intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were fully opened and frayed. The middle of the braid was found fully opened and no damage. No bend was observed on the pushwire. No defects were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter was found to be intact. However, the catheter body was found to be accordioned at 2.0cm to 7.8cm from the distal tip. In addition, the catheter body appeared to be accordioned at 6.5cm to 9.8cm from the hub. No other anomalies were observed. The pipeline flex shield could not be pushed forward or removed. The catheter was cut to remove the pipeline flex shield. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned devices, the customer report of "failure to open at the middle" was not confirmed as the middle of the braid was found fully opened and no damage. The cause of failure to open could not be determined. The customer report of resistance during delivery was confirmed as the pipeline flex shield was returned stuck inside the phenom 27 catheter. The pipeline flex shield and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.